Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis, hyperglycemia, and fever on (B)(6) 2014 at 10:30 am. The customer had a blood glucose level of 720 mg/dl. On (B)(6) 2014, the customer's insulin pump had a button error alarm. The battery was changed, but the alarm persisted. The customer was treated with manual injections. The product is being returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.